Manufacturer narrative:
Manufacturing evaluation: the shunt system was received in a plastic container, submersed in an unidentified liquid. The liquid is mixed with particles/possibly mold. We recommend placing the products in nacl in the return kit after removal. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Permeability test - results have shown that the valves are permeable. Adjustment test - the progav was adjustable throughout the normal, specified ranges. Braking force and function test - the brake function was operational, and the braking force is within the given tolerances. Results - we would like to alert you in advance to the particles/possible molds in the liquid which can influence the investigation. After the tests, we have dismantled the valves. Inside the valves we found no visible deposits. However, even a small amount of blood or protein that is not visible can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion/blockage. The valves operated within specified tolerances. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released.

Manufacturer narrative:
Additional information/investigation results will be provided in a supplemental report if available.

Event description:
It was reported that there was an issue with the shunt system. During a ventriculo-peritoneal (vp) shunt revision a progav valve set at 6 cmh2o was connected to a manometer which resulted in minimal movement of fluid column. The surgeon explanted valve. When the surgeon flushed valve, red clot material exited out of outlet connector. It seems the original implant was on or about (B)(6) 2019. Additional information was not provided.